Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2017. The contact stated the pump unexpectedly shutdown. While in the hospital the customer received fluids and insulin intravenously. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.